Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: the initial reporter facility name was not provided. Device history review: there was no non conformance regarding this lot the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found the device with foreign matter, presumably biological matter. The anchor was broken vertically from the proximal end to the middle part. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the biointfx 6-8mmx30mm tpr scr 2nd would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to axial misalignment during the sheath placement with the sheath inserter tool and/or an incorrect inserter tool size. As per IFU, place the appropriate sized sheath on the corresponding sheath inserter. Refer to table 1, implant sizing guideline. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 2 of 2 for (B)(4). It was reported that during a cruciate ligament reconstruction surgery, it was observed that while using the biointrafix tbial sh sm 30mm device and the biointfx 6-8mmx30mm tpr scr 2nd device. It was observed that the anchor device was broken off. It was reported that all the broken parts were removed. The device was changed to another one to continue the surgery and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: d4: h4: lot number, expiration date, manufacture date and UDI updated.